Manufacturer narrative:
The catalog item identifier is registered under a different product. This failure mode is not vigilance reportable. Therefore, a correction report is required.

Event description:
Philips received a complaint from the customer that the v60 touch function does not work and the touchpoint was off. The device was in use when the issue was discovered but no harm was reported to the patient. A field service engineer (fse) showed the customer how to tell where the touchpoint is on the device by demonstrating the white dot when touching the device screen. The fse performed a screen calibration, and the calibration was successful.